Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue. The additional device referenced is being filed under a separate medwatch report. User facility medwatch report number 5065450.

Event description:
User facility medwatch report/sus voluntary event report. Event description: a coronary balloon was inserted and inflated to open up blocked coronary arteries when the balloon ruptured and left part of the balloon when removing the balloon deflated from the body, a snare was utilized and was able to remove the balloon tip debris. It was reported that during the procedure to treat a target lesion in the circumflex artery, the 2.5 x 15 mm trek dilatation catheter balloon was inflated; however, the balloon ruptured at 14 atmospheres on the first inflation. A portion of the balloon separated, but remained on the guide wire. The separated balloon portion was removed using a snare device. No portion of the balloon remained in the patient anatomy and there were no adverse patient sequelae. It was also reported that a second trek dilatation catheter ( 2.5 x 12 mm) also ruptured upon inflation. There was no adverse patient effect. There was no clinically significant delay. No additional information was provided.